Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was removed while being in the hospital for surgery. The customer was trying to reconnect the insulin pump but when trying to deliver a bolus, the insulin pump suspends instead and blood glucose level was rising. Customer tried again and was able to deliver the bolus. Blood glucose was 6 mmol/l. Customer's spouse wanted to end the call for the customer to treat. Customer was advised to call back to troubleshoot.